Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 376 mg/dl that decreased to 341 mg/dl during a support call, and support assisted the user in re-pairing and syncing the ilet with the phone while providing education on early-use meal consistency. Customer care provided support that included troubleshooting by re-pairing the device to the phone and confirming sync, along with user counseling. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the event attributed to an unclear cause of hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.